Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using sta neoplastine ci plus reagent. At the same time around 1:00-1:30pm, the meter result was 5.4 inr and the laboratory result was 3.7 inr. The patient's warfarin dose was adjusted based on the laboratory result. The therapeutic range was 2.0-3.0 inr.